Event description:
Customer reports to have been hospitalized due to high blood glucose. Customer was hospitalized on (B)(6) 2014 at 10:00 p.m with blood glucose of over 600 mg/dl. Customer was treated with insulin drip while hospitalized. Customer was advised that once discharged from the hospital to call helpline for insulin pump troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).